Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that pain occurred. The procedure was indicated due to blood clots in the patient's lung. Access was obtained via the groin. A greenfield filter was placed. Every now and then, the patent has experienced thigh and calf pain. The patient relies on a walker to ambulate.